Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset due to possible electromagnetic interference. The device parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.